Event description:
A medtronic representative reported that the percutaneous clamp's screw threading is stripped and is causing the screw to jam up. This event was reported outside the operating room no patient was present at the time of the alleged malfunction.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. No parts or files have been received by the manufacturer for evaluation.

Manufacturer narrative:
Suspect clamp evaluation findings as follows: as reported the adjustment screw has seized. The threads are damaged near the lower clamp face. Not able to determine the cause of the damaged threads. Replacement clamp sent to the site for issue resolution.